Event description:
Customer reports that jaw cracked. No patient injury or intervention reported.

Manufacturer narrative:
Evaluation: results: root cause was caused by overstress at the weakest point of the jaw. The applier 238200 is currently under redesign. The product status is inactive and it is not currently being sold.